Event description:
It was reported that on 2013-(B)(6) the impedances in the left hemisphere were high. Patient outcome was reported as ¿great¿ as far as the manufacturer representative was aware of. Information pertaining to this event and device was previously reported in manufacturer report number 3004209178-2013-19972.

Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0455038v, implanted: (B)(6) 2005, product type: lead. Product ID: 7436, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387-40, lot# j0444407v, implanted: (B)(6) 2005, product type: lead. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Event description:
It was reported that the patient was scheduled for revision surgery on the day of report. It was noted that they had to replace one of the patient¿s extensions. It was noted that there was high impedances in the right hemisphere only. It was noted that they were ¿hoping¿ that it was due to the connection of extension to the implantable neurostimulator (ins) but may need to replace the extension. It was noted that high impedances were found on the day prior to report. Additional information received reported that the ins was being replaced. It was noted that it was determined that the battery had high impedances. It was noted that he was seeing high impedances on right lead but when they switched the ports of the ins both leads registered normal impedances. It was noted that the ins was switched out for a new one. It was noted that the manufacturing representative felt a possible nick in the extension occurred. Additional information received reported that the implantable neurostimulator (ins) had high impedances the day after it was placed. It was noted that it was not delivering therapy. It was noted that there was no patient death and that the patient recovered with sequela. Additional information received reported that the first battery was replaced for normal battery depletion. It was noted that the replacement device was then removed due to high impedances two days after replacement. Additional information was requested but was not available as of the date of this report. Information pertaining to this event and device was previously reported in manufacturer report number 3004209178-2013-19972

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins), serial # (B)(4), revealed no significant anomaly. It was noted the ins was functionally okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.